Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refy3716 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC team rn received a call from the patient at home saying her PICC was leaking. Upon arrival to the hospital and assessment of the line, the line was found to be leaking out of the insertion site. Upon removal of the PICC, a pinhole leak was discovered in the catheter. The leak was noted during infusion. The patient had been receiving IV vancomycin and IV invanz at home. The fracture was internal to the patient. The patient reported no symptoms. The catheter was removed and replaced. No securement device was noted under the dressing. No harm was noted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample. Two permanent kink impressions were observed between the 5cm and 6cm depth markings. The catheter kinked preferentially at the kink impressions during manual manipulation. Microscopic inspection of the sample revealed material wear, buckling and discoloration in the vicinity of the kink impressions. A longitudinally aligned split was observed at one corner of the distal kink impression. The split edges were dully granular. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the split site. The kink impressions and split characteristics were consistent with damage caused by repetitive kinking of the catheter shaft causing a fracture to gradually form and propagate. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11

Event description:
It was reported the PICC team rn received a call from the patient at home saying her PICC was leaking. Upon arrival to the hospital and assessment of the line, the line was found to be leaking out of the insertion site. Upon removal of the PICC, a pinhole leak was discovered in the catheter. The leak was noted during infusion. The patient had been receiving IV vancomycin and IV invanz at home. The fracture was internal to the patient. The patient reported no symptoms. The catheter was removed and replaced. No securement device was noted under the dressing. No harm was noted.